Event description:
It was reported that a gemini basket device was about to be used on a transurethral lithotripsy (tul) procedure. During preparation, a part of the basket sheath ruptured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of sheath torn.